Event description:
It was reported that patient was having a hard time walking again. Caller said the patient had been charging the implant every other or every day and it was taking forever to charge the implant. Agent asked, caller said the issue had been going on for a while and that it had been taking 6-7 hours to charge. Caller confirmed there was no damage to the recharger. Caller mentioned that they had the recharging cable replaced not too long ago because it was bending. During the call, caller was able to start a charging session with all 8 coupling boxes filled in. Agent reviewed recharging expectations with the caller. The patient was redirected to their healthcare provider to further address the issue.".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.